Event description:
Admitted with increasing sob. Severe stenosis of aortic valve noted. To or for removal of old medtronic valve (2005) and replaced. Placed outside facility. (B)(4) - med sales notified of failure. On (B)(6) 2007 - valve to medtronic rep mike daughtery.